Event description:
The user facility reported to olympus that, the visera xenon light source lamp did not work in emergency mode. The lamp works in normal mode and sometimes, the lamp must be turned off and back on for it to work. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to the service center where the issue was confirmed. During the disassembly procedure of the device, an accumulation of dust was found inside the block. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the phenomenon occurred because the emergency light did not turn on due to dust inside the device. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·avoid using the light source in a dusty environment. This may damage the light source. ·clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating." Olympus will continue to monitor the field performance of this device.